Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patient's displayed the "replace generator" message approximately two months ago (estimated event date: (B)(6) 2021). A manufacturer representative met with the patient and confirmed that the ipg is inoperable. It is unknown if the ipg depleted normally or prematurely. As a result, surgical intervention may take place at a later date to address the issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
A4 patient weight added to the report.

Event description:
Additional information received stated that the patient underwent surgical intervention wherein the ipg was explanted and replaced. Post-operatively, stimulation therapy was restored.